Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the stomach, the device did not fire. The surgeon was able to press the green button but cannot be squeeze the handle. A new device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.